Event description:
The customer reported having problems with the insulin pump. The customer also reported being hospitalized due to diabetes ketoacidosis and high blood glucose on (B)(6), 2011. The blood glucose reading was over 500mg/dl. The customer stated that she was experiencing high blood glucose for the past four days. The customer stated that the events leading to her admission was vomiting, excessive thirst, problems breathing, and fatigue. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and passed. The customer's most recent glucose reading was 383, and she has treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.